Event description:
It was reported that the steerlock was broken. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Results: steerlock. Unit was evaluated by the customer.